Manufacturer narrative:
(B)(4). Device evalutaion: the reported condition was confirmed during product evaluation. The assignable cause was a cracked door assembly latch. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a flogard infusion pump that keeps occluding. The event was reported to have occurred during biomed testing. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.